Event description:
Caller alleged discrepant results compared with lab. Results as follows: date: (B)(6)2009; inratio: 7.5; lab: 3.66. Date: (B)(6)2009; inratio: 5.0; lab: 3.58.

Manufacturer narrative:
(B)(4): discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6)2009; inratio: 7.5; lab: 3.66; mean: 5.6; confidence-limits: unable to determine. Date: (B)(6)2009; inratio: 5.0; lab: 3.58; mean: 4.3; confidence-limits: 2.5-6.5. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The accuracy test conducted on (B)(6)2009 indicated that the mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation/ testing is required. On 02/20/2009, meter & 6 strips returned. The allowable difference between the inratio inr's and sysmex inr's are calculated. Apparently, at least two out three replicates for both samples for each lot are within the allowable bias. Hence, all meet the above criteria then no further action is required.